Manufacturer narrative:
Submit date: 5/24/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. On (B)(6) 2018, service found that the buzzer was not working.

Manufacturer narrative:
The unit was received and the reported issue was confirmed. A component of the buzzer assembly was found damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.